Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported the radical-7 is only working for 10 seconds. The device does not provide alarms or error messages. No consequence or impact to patient was reported.

Manufacturer narrative:
The product has been returned to masimo for evaluation. During evaluation the radical-7 display shuts down within a few seconds (screen blank) and 10 beeps are heard. In this condition, the device was unable to operate for more than a few seconds. The 10 beeps alarm looped continuously until the device was shut down by holding power key for a few seconds. The 10 beeps anomaly was observed due to a defective instrument board caused by component u21 (current limiter ic) reverse biasing resulting from the docking station connector j5 pin 7 contacting the docking station after the other pins.